Event description:
A patient reported that their meter would give them error 2 and error 4 messages. These issues were not resolved with troubleshooting. There was no medical intervention or treatment given. The patient also reported a display issue where the display of the meter was faint. They had the battery out of the meter and tried to get a new battery "so didn't test all day" and their blood glucose went up. The paramedics were called at this time, but no treatment given. No further information has been reported.